Event description:
It was reported by the patient that during an elective lead extraction procedure the patient developed a hemothorax. Follow-up was conducted with the physician who stated the cause of the complications was the extraction procedure. The patient reported requiring a chest tube, spending 4 days in ICU, and "nearly 3 months of recovery time". Chest pain, trouble breathing, weakness and lack of stamina were also noted. The lead was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.